Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Caller (mdt rep) reported getting a call from patient last night. Per patient had a heart attack on (B)(6). The patient was placed on a holter monitor and reports increased stim sensation. Per patient, he was @ 4.4ma and now he is down to 3.0ma and can't understand why. The patient was concerned the stim device was affected by the holter monitor and did not feel he had to adjust his intensity. Discussed reprogramming and alternative medications may be affecting pain perception. Concerns should be discussed w/ pain management hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the heart attack was not related to the device or therapy. It was unknown if the device had been affected by the holter monitor. The cause of the stimulation changes was not known and it was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial (B)(6). Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient initially reported their handset shocked them and it kept shocking them so they slid the handset across the floor to get away from it. Pt clarified that they felt a shock inside his body where the lead wires are a couple of weeks ago when he was using the handset so they slid the handset across the floor and the shocking sensation stopped. Pt stated they felt the shocking sensation a couple times before but not as hard since (B)(6) 2022. Pt mentioned they had a heart attack a couple of weeks ago - pt clarified on (B)(6) 2022" pt stated they were in the hospital for a week and they are not sure if the heart attack is related to their ins shocking them. Pt stated the doctors told him his heart was "wore out" pt stated a paramedic in the ambulance and an hcp at the hospital suggested their heart issues could be related to the ins device. Pt went to a second hospital for another opinion and their heart checked out "a- ok" at that time. Pt stated it seems like the ins is affecting their heart. Patient stated he talked to their hcp about their concern about the ins interfering with their heart and hcp told pt to "take more pain killers." Pt stated that their original rep brought the handset to them about a week post implant and it had shocked them ever since. During the call, the pt got the no device found screen and kept saying the communicator was blinking white. Pt also had a low battery in their communicator, but during the call, the communicator battery switched from low to green then back to low. Pt reset the communicator and the handset and was successfully able to pair the communicator and the handset to their implanted neurostimulator (ins) by the end of the call. Pt mentioned the ins worked good for the first week or so. Pt did not say that the ins did not work after the first week or so. Pt mentioned when the spinal cord stimulator (scs) was put in, they "messed some stuff up on it" and had to bend the 5 inch discs. Pt mentioned they were at the hospital yesterday and were scanned with the "big computer and were turned up." Pt was very confused on the call and did not work well with the external equipment. The manufacturer representative was contacted to clarify when they were aware of the shocking. Patient reported they saw the patient on (B)(6) 2023 and the patient had not mentioned about shocking while the controller was near or far. They were notified that they had a ¿shocking¿ once because the ¿volume¿ was up too high. When asked if the new handset resolved the patient being shocked by their leads the rep reported they did not have any additional instances.